Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during patient transport the ventilator shut down while running on battery. The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the power management (pm) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the during patient transport the ventilator shut down while running on battery. The customer reported the unit was in use on patient, but there was no patient harm reported.